Manufacturer narrative:
Analysis. The device was returned for evaluation. A review of the device history record (DHR) indicates there were no issues associated with the lots first level assemblies, material review reports, raw material testing, quality control inspections, and manufacturing process. The DHR found nothing to indicate there was a manufacturing related cause for this event. Conclusion: the device is undergoing an evaluation but has not yet been completed. A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the drug coated percutaneous transluminal angioplasty (pta) balloon catheter allegedly ruptured on the second inflation at 10 atmospheres of pressure. An arthrectomy was performed on the patient prior to the treatment with the drug coated balloon. Reportedly, a pre-dilation of the patient's artery was not performed. Guided fluoroscopy identified dye leaking from the catheter into the patient's artery. The vessel remained intact with no damage noted by the health care provider. Additional information received indicated the patient's vasculature was severely calcified. The health care provider believes it was the calcification in the patient's artery that caused the balloon to rupture. The procedure was completed with no adverse patient outcome. The sample has been returned for evaluation.